Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 119-270 mg/dl. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Temperature changes had occurred to the pump prior to the occlusion alarms declaring. Additionally, customer removed insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Customer reverted to manual injections for insulin therapy.